Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via company representative. The pump managing physician had seen the patient over the weekend, increased her daily dose from 25 mcg/day to 30 mcg/day, and the patient was doing well with no issues.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs lioresal with concentration 500 mcg/ml was being administered at a dose rate of 56.40 mcg/day as of (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s pre-operation and post-operation diagnosis was spasticity. The pump was returned to the manufacturer for analysis. The patient¿s medical history was noted as having included: insomnia, urinary incontinence, rectocele, constipation, deep vein thrombosis (left arm 5 years ago), esophageal ulcer (thought to be due to fosamax), multiple sclerosis in 1987 (prior to pump), spinal stenosis in cervical region ((B)(6) 2012), spasm of back muscles ((B)(6) 2012), foot drop ((B)(6) 2012), muscle weakness ((B)(6) 2012), prolapsed cervical intervertebral disc ((B)(6) 2012), fitting and adjustment of other devices related to nervous system and special senses ((B)(6) 2012), spasticity ((B)(6) 2014), hand muscle weakness ((B)(6) 2014), muscular hypertonicity ((B)(6) 2015), mthfr mutation, hypercoagulable state osteoporosis of disuse, gerd (gastroesophageal reflux disease, no meds), and urinary tract infection. The patient¿s past surgical history included baclofen pump implantation ((B)(6) 2006), rotator cuff repair ((B)(6) 2009), cervical disc surgery ((B)(6) 2012), patent ductus arterious ligation ((B)(6) 1969; prior to pump), colonoscopy, and upper gastrointestinal endoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was lioresal with concentration 500 mcg/ml at a dose rate of 25 mcg/day via an implantable pump for an unspecified indication for use. It was reported that the patient was booked for a routine pump replacement today. Upon interrogation of her device to retrieve settings, it was noted that her pump had a motor stall on (B)(6) 2018. The chart confirmed that she had an MRI that day and no motor stall recovery was noted. The logs also showed a "stopped pump period may exceed tube set" message on (B)(6) 2018 and that was the last log that appeared. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that an MRI occurred on (B)(6) 2018 per the hospital chart. The patient reported feeling tighter than normal and having some increase in pain, but denied any other withdrawal symptoms. No audible alarm was heard. The pump replacement was completed as scheduled. The managing physician consulted to recommend new starting daily dose of 25 mcg/day versus the previous dose of 56 mcg/day. The patient was to be seen by the managing physician for daily dose to be titrated as necessary. The issue was resolved as of the time of the report. The pump was to be returned to the manufacturer for analysis. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtain ed. It was further noted that the patient¿s weight and medical history were requested but would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient had an MRI (magnetic resonance imaging), but had failed report to the hcp after the MRI to confirm / evaluate whether the motor stall recovery had occurred. The stall with no motor stall recovery was discovered later at the time of pump replacement. The cause of no audible pump alarm having been heard was noted as not having been determined.

Manufacturer narrative:
Analysis of the pump found no anomaly. H6. Correction: device code: c63310 is not applicable to this event. If information is provided in the future, a supplemental report will be issued.